Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an other (unusual issue) issue. The reporter stated that the pump failed. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an unusual issue.

Manufacturer narrative:
Follow-up #1: additional information/device evaluation: the pump was received and investigated related to another complaint on 03/04/2015. The following findings are results of the original investigation: a review of the pump alarm history revealed a cs (B)(4) call service alarm. The pump was exercised for 24 hours with no duplicated call service alarms. Evidence of the complaint was found in the device history; however, the complaint was not duplicated.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.